Event description:
A revision surgery was reported due to the plate breaking.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Based on the information received the most likely cause of the plate breaking is the user not following the IFU. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.